Event description:
It was reported that the patient underwent an odontoid screw placement to treat an odontoid fracture. It was reported that during screw placement the guide wire which was being used bicortically, was driven into the base of the brain approximately 4 inches. No complications were noted during the surgery. The surgery was completed. It was reported that sometime postoperatively that the patient was brain dead and had expired. The surgeon believes that the guidewire was jammed in the cannulated driver.

Manufacturer narrative:
Date: month and year are verified. (B)(6). (B)(4).neither the device, nor applicable imaging films, were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.